Manufacturer narrative:
H10: the sample was received for evaluation with a cap attached to the female connector. A visual inspection was performed with the naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted.the torque engagement test was performed with acceptable results for engage and disengage. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist clamp of a minicap transfer set did not close properly; there was a "tiny gap". This occurred during testing of the device. There was no patient involvement. No additional information is available.